Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During a follow-up with the home patient (hp) regarding a different reported problem, the hp stated that during the removal of the setup they found some dampness/moisture at the bottom of the set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak. Complaint is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the dampness/moisture around the bottom of the set. Also patient observed air in the patient line, cause and source of air in unknown. Baxter will continue to monitor similar reports to determine if further actions are required.